Event description:
The facility representative reported a flogard infusion pump where the adjustment screw on the IV stand does not work. It is unknown when this condition occurred in the intensive care unit. There was no patient involvement, injury, or medical intervention related to the device. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of "the adjustment screw on the IV stand does not work" was confirmed during evaluation. The root cause was due to a worn out pole clamp shaft screw. The pole clamp shaft was replaced to resolve the reported condition.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.